Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 alarm was triggered when the backup battery unloaded voltage was less than 3.7 volt for 240 consecutive minutes due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer¿s blood glucose level was 142 mg/dl at the time of the incident. The customer mentioned the insulin pump had been alarming for the previous three hours. The customer stated that the insulin pump was not exposed to low temperatures. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error. The power management tool confirmed power error alarm was triggered when the backup battery unloaded voltage was less than 3.7 volts for consecutive minutes due to non-sleep anomaly software error.